Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead serial# unknown product type :lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient stated that her cable is not connected. The patient mentioned her lead came out of the ens, but her clinician called and was able to assist the patient with getting her therapy turned back on. No further complications were reported.